Event description:
Initially, the dr had difficulty removing the iab from the tray. Then, the dr had difficulty inserting the iab into the pt. A second iab was inserted into the pt. On 4/17/98, the following info was reported to datascope: balloon insertion was attempted, but the balloon catheter appeared defective from the tray. The catheter could not be manipulated into the sheath and the insertion was aborted. A second iab catheter was inserted without difficulty at 6:30 pm. It was reported that there was no pt injury or complication as a result of the event on 3/7/98. It was reported that the pt did expire on 3/8/98 at 8 am. [Event complications]: none from the event-reported 3/9/98 and 4/17/98. [Pt's current status]: expired on 3/8/98.

Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the membrane noted to be completely unfolded. No sheath was noted to be present on the catheter tubing. In addition, the original sheath used during the balloon insertion was not returned for eval with the balloon. The catheter od was measured and found to be within spec. It was not possible to insert the returned iab through a lab 11.5 french, 11 inch sheath due to the condition of the returned iab membrane. (This follow-up MDR was mailed to the FDA on 5/01/98).